Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, eight minutes into the ablation phase of the procedure, a fluid loss alarm message was generated on the console unit. The fluid loss was 10 cc's at a rate per minute of 11 cc/minute. It was noted at this time that the patient coughed, or made a jerk action. A cervical leak occurred. The physician did not dilate the patient's cervix beyond 8 mm. The physician proceeded to the cool down phase, then aborted the procedure. At the end of the cool down phase of the procedure, the physician noticed a first degree burn to the side of the patient's vagina. The burn was approximately the size of a quarter and the physician treated the affected area with cream. The specific type of cream administered to the patient has not been provided. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.